Manufacturer narrative:
A non-conformance review was conducted for lot 23m009 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated. A photo was received, and the reported issue was observed, however, a root cause could not be determined. We will continue to monitor related reports and take actions, as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the needle bent when used for the flu shot. Additional information received on (B)(6) 2024 clarified that the needle bent after an attempt to activate the safety feature after the shot.